Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they are scheduled for a lead revision on (B)(6) because their paddle leads that were implanted on (B)(6) 2012 never quite hit the right spot where they needed therapy. The patient was instructed to follow up with their health care provider and a rep was notified about the issue. The patient was implanted for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Patient code (B)(4) does not apply. Device codes (B)(4) do not apply.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had a replacement and was happy with programming following the replacement. No additional complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient has stimulation. The leads were not removed. No further complications were reported.